Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed. Reportedly, customer continued using pump for insulin therapy.